Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) was broken ( blurry image). The piece the light cord screws/hooks into is broken. Opened another vh-1111 to complete case. No patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.